Event description:
Boston scientific received information that this pacemaker dependant patient experienced a greater than 4 second pause in pacing which lead to anti-tachycardia pacing (atp). There was also noise present on the on the right ventricular (rv) lead, as well as oversensing on the right atrial (ra) lead. The lv lead was found to have been dislodged and had loss of capture (loc). The device, the rv and lv lead were removed and replaced. A non boston scientific lead was used in the lv that would not fit in the chronic device.to date, no additional adverse patient effects have been reported.

Event description:
--

Manufacturer narrative:
Detailed analysis is being performed on this lead. Upon completion of analysis, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual observation confirmed that the complete lead was returned with dried blood/bodily fluid in the lead lumen. The conductor coils were found to be deformed, most likely due to the dried bodily fluids. There was electrocautery damage found on the insulation. The dislodgment observation could not be confirmed by analysis.